Event description:
It was reported that pacing impedance measurements on the atrial channel were greater than 3000 ohms. In office isometrics and pocket manipulation did not elicit noise and thresholds and sensing measurements were good. Continued lead monitoring was recommended as no noise was noted and all other lead measurements were confirmed to be normal. It was noted that this associated atrial lead ls manufactured by a competitor. The system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).